Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and oversensing. It was noted that the undersensing appeared to have cause false pause episode detection. The icm remains in use. No patient complications have been reported as a result of this event.